Event description:
It was reported that the pt died from a ruptured colon and cirrhosis of the liver. The pt's spouse did not think he was "right" since the spinal cord stimulator surgery as if he "knew" something was going to happen. Additional info has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the cause of death was not device related. The exact cause of death was not released to the company representative. The hcp noted the death in the chart, but had no other information surrounding the details.

Manufacturer narrative:
(B)(4).